Event description:
IT WAS REPORTED THAT VENTILATOR GENERATED TECHNICAL ERROR INDICATING POWER ERROR. THERE WAS NO PATIENT INVOLVEMENT. MANUFACTURE'S REF#: (B)(4).

Manufacturer narrative:
REVIEW OF PROVIDED INFORMATION: INITIAL ON-SITE VISIT WAS PERFORMED BY THIRD-PARTY TECHNICIAN. POWER ERROR OCCURRED AFTER REPLACEMENT OF DC/DC & BATTERY CONTROL PRINTED CIRCUIT BOARD AND INSTALLING THE SOFTWARE, THEREFORE ISSUE OCCURRED WITHOUT PATIENT INVOLVEMENT. ACCORDING TO PROVIDED INFORMATION THIRD-PARTY TECHNICIAN NOTIFIED GETINGE ABOUT THE ISSUE AND REPAIR OF THE DEVICE WAS FORWARDED TO GETINGE FIELD SERVICE ENGINEER. FURTHER INFORMATION ABOUT REPAIR AND DEVICE'S LOGS WAS REQUESTED BUT NOT YET RECEIVED.

Event description:
Manufacture's ref#: (b)(4).

Manufacturer narrative:
On-site investigation was performed by our Field Service Engineer. According to provided information defective parts were not available for further analysis. Evaluation of device's logs confirmed occurrence of Error in the internal memory detected. Power error -12 V to Inspiratory flowmeter too low was not confirmed in device's logs. The cause of the reported issue has been determined as related to Control Printed Pr (PCB) and Monitoring PCB.